Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in two inappropriate shocks. There was also evidence of low amplitudes. In clinic troubleshooting was performed and the noise could not be reproduced. No programming changes were performed. The device remains implanted and in service. No adverse patient effects were reported. The patient will be monitored. New information received indicates that the patient received another inappropriate shock. Boston scientific technical services (ts) recommended permanently reprogramming to secondary sensing vector. Additional information received indicates that surgical intervention was performed and this device was fixed to the fascia and reprogrammed to secondary.